Event description:
Patient underwent robotic low anterior resection surgery. After firing the covidien lp eea28 intraluminal circular stapler, there was difficulty removing the device from the rectum. Leak test was performed.